Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was defective markings on the bd plastipak¿ 3ml syringe luer-lok¿, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for scale markings defective with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.